Event description:
It was reported following a pre-insertion angiogram, an angio-seal was deployed. Difficulties were encountered post angio-seal deployment; the pt underwent revascularization. See medwatch number 2182269-2006-00237 for a similar event. Either the pt from this event or the pt from the similar event (2182269-2006-00237) was deemed inappropriate for a vascular closure device; however, it was unk which pt it was. Attempts to gain additional info were unsuccessful.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. A search of the certification database found no certification record for the current angio-seal model. The physician who deployed the angio-seal was not the initial reporter. The angio-seal device instruction for use (IFU) caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.